Event description:
A malfunction alarm, identified as malf 12, was reported by the customer who had experienced the same issue on at least three occasions with the same pump. There was no reported impact on the customer¿s blood glucose level. The customer was instructed by technical support to switch to manual daily insulin injections as a backup while a replacement pump was arranged. The technical support team confirmed the shipping address for the replacement and guided the customer on how to put the pump into storage mode before returning it using a pre-paid label within ten days.